Manufacturer narrative:
The hyperthermia pump involved in the incident was returned to belmont for investigation. Belmont was unable to confirm the report that the external temperature at location t2 did not display the temperature. External temperatures t1 to t4 were all verified, as well as all pc boards and cables in the system. All were properly connected and functioning properly; the unit performed according to specifications upon receipt. To ensure safe operation, the system monitors sterile solution temperature, line pressure, and air in the fluid path, and alarms at all unsafe conditions. The hyperthermia pump system monitors patient temperature in four locations; the operator's manual instructs the user: "plug the external temperature interface cables to the hyperthermia pump, labeled t1, t2, t3 and t4, as needed." The manufacturing records for this serial number were reviewed and nothing notable was observed. A review of complaints for the past three years indicates that this was an isolated incident. It was reported that there was no harm to the patient, nor a delay in treatment. We will continue to monitor for similar reports of this nature.

Manufacturer narrative:
The hyperthermia pump has not been returned to belmont for investigation. To ensure safe operation, the system monitors sterile solution temperature, line pressure, and air in the fluid path, and alarms at all unsafe conditions. The hyperthermia pump system monitors patient temperature in four locations; the operator's manual instructs the user: "plug the external temperature interface cables to the hyperthermia pump, labeled t1, t2, t3 and t4, as needed." Without evaluating the hyperthermia pump, it is difficult to determine what occurred in this case. The manufacturing records for this serial number were reviewed and nothing notable was observed. A review of complaints for the past three years indicates that this was an isolated incident. It was reported that there was no harm to the patient, nor a delay in treatment. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "during procedure, t2 did not display temperature on screen. Patient unharmed and did not delay patient care."